Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. A review of the electrograms for the shock episode found significant rail-to-rail noise alternating with small amplitude signals. The shock occurred while the sensing vector was programmed to the secondary sensing vector. The local representative checked the system and found noise while in the primary sensing vector. The alternate sensing vector had low amplitudes. Technical services discussed replacing the electrode. The system remains implanted. There were no additional adverse patient effects.